Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified shoulder repair procedure the vapr tripolar 90 suction elect device metal tip fell off the face of the distal end. It was discovered when the wand was in the shoulder joint. The surgeon searched in the joint and could not find it. An xray was performed and no metal was observed in the shoulder joint. Another like device was used to complete the procedure. There was a 20 minute delay in the procedure reported. The procedure was successfully completed. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of the device. Visual inspection was performed, as a result; the active tip is fractured through the suction holes, handle, cable and plug assemblies are in good condition. Functional and electrical check were successfully passed. The reported device vapr tripolar 90 suction electrode has been analyzed at alt UK successfully passing all electrical and functional tests. Visual inspection shows the active tip is fractured and half of the active tip is missing form the device which confirms the customer reported 'event that the metal tip of a vapr tripolar fell off the face of the distal end of the tripolar'. It was noted that the electrode shaft was slightly bent which could indicate a clinical load being applied to the active tip which is higher than specified in the clinical model. From the investigation we have been unable to determine an exact cause of the failure, it is not clear what caused the tip to break in this manner, excessive force being applied to the distal tip during use could be factor based on the slight bend in the shaft although there were no obvious other signs of misuse or improper handling based on the evidence presented. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.